Event description:
During product evaluation/investigation, a fractured screw was identified inside of the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. D10: bost411, 3i t3 non-platform switched tapered implant 4 x 11.5mm/lot number 2018101759. E1: email address unknown / not provided. G4: PMA/510(k) number not available. H6: type of investigation codes were added: 4111, 10. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received an unknown biomet screw for evaluation. Visual evaluation was performed; a fractured screw was identified inside implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, device malfunction did occur. The screw was fractured inside the implant. However, the reported event was non-verifiable with all the information available. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.